Event description:
It was reported that the event involved a patient with the indication for use: shock. While in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath. As the md was inserting the iab through the sheath, the iab started to unwrap. The iab could not be advanced through the sheath. As a result, the iab was removed and another kit was used to complete the insertion. There were no reported patient complications. Further information has been requested.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.